Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending artery. The 4.50x12mm nc trek balloon dilatation catheter (bdc) was inserted into the patient however force was applied by the physician and the shaft broke outside the patient anatomy. The separated portion was simply withdrawn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. It was reported that the nc trek balloon dilatation catheter (bdc) was inserted into the patient; however, force was applied by the physician and the shaft broke outside the patient anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the violation of the IFU contributed to the reported shaft separation. Based on the information received, the investigation determined that the reported separation appears to be related to user error. It was reported that the nc trek balloon dilatation catheter (bdc) was inserted into the patient; however, force was applied by the physician and the shaft broke outside the patient anatomy. In this case, it is likely that the manipulation of the device during the rushed procedure and the combination of the applied force (instructions for use violation) resulted in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided. H6 medical device problem code: 2017 - excessive force.